Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband's insulin pump will not activate despite inserting a brand new battery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was declined since the wife did not have the insulin pump with her to troubleshoot. No products were returned or replaced.